Event description:
The customer received questionable results vancomycin results for 5 patient samples. All result s in ug/ml. Patient 1 initial result was 59.4, accompanied by a data flag. This result was reported outside of the laboratory, and was considered incorrect by the customer. The repeat result on the same analyzer was 18.2, accompanied by a data flag. This result was reported outside of the laboratory and was considered correct by the customer. Patient (B)(4) initial result was 9.4, accompanied by a data flag. This result was reported outside of the laboratory, and was considered incorrect by the customer. The repeat result on the same analyzer was 7.1 accompanied by a data flag. This result was reported outside of the laboratory and was considered correct by the customer. Patient (B)(4) initial result was 31.3, accompanied by a data flag. This result was reported outside of the laboratory and was considered incorrect by the customer. The repeat result on the same analyzer was 24.8 accompanied by a data flag. This result was reported outside of the laboratory and was considered correct by the customer. The patients were not adversely affected by this event. The vancomycin reagent lot number was 65787101 with an expiration date of 12/31/2012. The field service representative found a misadjusted sample probe. He adjusted the probe , gear pump pressure and cuvette rinse. The customer performed calibration and qc, and the results were within the customer's specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.